Event description:
Asr revision, asr xl acetabular system - right, reason(s) for revision: infection (tested and positive culture confirmed).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl acetabular system - right.reason(s) for revision: infection (tested and positive culture confirmed).update 17 april 2015:updating details for stem and sleeve.lot numbers not available..(B)(4).